Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # m92u2y. The batch history records were reviewed with no anomalies noted during the manufacturing process. Additional information was requested and the following was obtained: we received the follow-up information that states the "the staples were crimping instead of loading¿, however, we would like to confirm with you what exactly that means. Did the device not fully feed the clips into the jaws? Were clips feeding sideways and then firing? Were open clips fired? If yes, were the fired clips malformed in shape? If yes, were the clips scissored? What was the crimped shape of the clip exactly? "Per the dr the clips were crossing instead of firing straight."

Event description:
It was reported that during an unknown procedure, there were "multiple misfires". The description of the problem is that the staples were crimping instead of loading them. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m92u2y. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and 4 clips were ejected and 6 clips were properly fed and formed. No scissoring issues were noted during analysis. The instrument locked out as intended, however the orange indicator did not show up, please note this condition is unrelated to the reported event. The instrument was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. No conclusion could be reached as to what may have caused the reported event. A batch record review was performed and no anomalies were found during the manufacturing process.